Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that after multiple falls the patients lead had fractured and was causing pain at the lead site. Surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Correction: b5 - reported as "it was reported that after multiple falls the patients lead had fractured and was causing pain at the lead site. Surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted and replaced. Therapy was restored post-op." Should state "it was reported that after multiple falls the patients lead had migrated and was causing pain at the lead site. X-rays were taken to surgical intervention may be taken at a later date to address this issue." D6b - reported (B)(6) 2022 should be blank. H6: reported code 4629 should be blank. Reported code 1260 should be 4003.